Event description:
A serious adverse event was reported when a woman in sweden experienced hypoglycemia, prompting an emergency room visit and hospitalization. Her blood glucose level dropped to 1.4 mmol/l, and her husband administered a glucagon injection before paramedics provided further treatment. The pump system was checked by technical support and found to be functioning as intended. She received IV fluids and saline, which resolved the issue, and she was discharged after 4-5 hours in the hospital without any lasting damage.